Manufacturer narrative:
The associated complaint devices were not returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed to resurface the patella which was not done during the primary surgery.